Event description:
It was reported that the device was in hardware reset. The patient stated that he received a shock the day before. The device could not be programmed or restored out of reset. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.